Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy, the console generated an autofill failure alarm. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient is sitting up in a chair at the bedside. They have switched balloon pumps but receive the same alarm. There is no blood in the helium tubing and no visible kinks. The last chest film was done early that morning. The patient is to go for transplant the following day. Attempted pressing iab fill, and dropped augmentation by 4 bars without relief. Attempted manipulating the sheath hub with a gloved hand without relief. Discussed with the customer the possible need for removal and/or replacement of the iab. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period feb-20 through jan-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).